Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately one month post-implant of a bifurcated device and a competitors limb extension, a computed tomography scan revealed occlusion in the limb of the bifurcated device and the competitors limb extension. Reportedly, the physician elected to convert the patient to open repair and treat with a dacron graft. The patient tolerated the procedure well. Additional information: the patient was presented with pre existing stents and small calcified vessels.

Manufacturer narrative:
Based upon the investigation findings, the reported event was confirmed based on the clinical assessment. The device remains implanted in the patient, but procedural images and medical records were provided. The root cause for the thrombus formation was not specifically identified, but clinical assesment suggests that the patient anatomy was not conducive to the use of the device. There was no manufacturing issue identified in the analysis. The manufacturing record review did not reveal any issues or deviation that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaint. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.